Event description:
The physician was attempting to use a scuba co-cr peripheral bare metal stent. No abnormality in the inspection of the device prior to use. The lesion was predilated. During the surgery the stent dislodged from balloon. The physician removed the device and changed to another scuba device to complete the procedure. The patient is good, no clinical sequelae reported. Please note that this device (scuba co-cr) is distributed outside the united states; however, it is similar to the united states distributed product (scuba biliary).

Manufacturer narrative:
(B)(4).

Event description:
Evaluation summary: the stent was found dislodged directly on the shaft at 30 cm proximally from the balloon. The proximal side of the stent was found damaged, probably due to the attempt to withdraw the stent into the is. The crimping marks of the stent were clearly detected on the balloon surface, and also the heat setting was detected on both of the balloon ends. No other abnormalities were detected on the device.

Manufacturer narrative:
Results and conclusion: root cause is undetermined. Conclusion not yet available: evaluation in progress. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.